Event description:
It was reported that the intraocular lens (iol) was required to be explanted in a secondary procedure approximately after two weeks due to the patient experiencing no near vision post iol implant. Another iol was placed with a slightly different diopter power. The doctor explanted a 19.0 diopter lens and implanted a 19.5 diopter lens. The patient was reported to be doing well with no further complaints.

Manufacturer narrative:
Date of event: (B)(6) 2014. The doctor implanted a 20.5 diopter lens. If explanted, give date: (B)(6) 2014. A review of the manufacturing records was performed. All process operations presented in the manufacturing record from generation to boxing were in compliance. All tests results showed a pass condition. No quantity discrepancy was found. No deviation or non-conformance (ncr) related to the designated complaint were generated. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.